Manufacturer narrative:
Medwatch with identifier (B)(6) is active, medwatch with identifier (B)(6) is performa. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 353 mg/dl on performa system, 143 mg/dl on active system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Active lot not provided.